Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a defective motion relay and the motion controllers did not boot. The motion relay and the door side cover were replaced. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the gantery wouldn't open at the end of surgery and had to be manually opened. There was no patient impact or delay in surgery reported.